Manufacturer narrative:
Batch record 1907223 was reviewed and found to be compliant. Upon inspection of the part, which was returned to in2bones, it appears that the screw body is twisted and that its distal part is broken. The distal part of the screw which broke during the surgery was left implanted, without any negative outcomes for the patient. The surgery ended successfully without consequences for the patient. The occurrence for this type of incident is estimated to (B)(4): for 23 517 ibs 2.5mm compression screws sold worldwide, 14 were reported to be twisted and / or broken (sales data extracted on (B)(6), 2020). This failure rate is deemed acceptable. Considering this acceptable failure rate, the absence of patient consequences, and the incident root cause no field action is deemed necessary. In2bones will continue to closely monitor this type of incident and will trigger a field action if the occurrence and / or adverse health outcome increase to an unacceptable level. The main hypothesis would be that the event is related to the patient bone quality (i.e. Patient having hard bones) and / or to an incorrect use.

Event description:
The i.b.s(r) compression and neutralization osteosynthesis screws are intended for: the fixation of arthrodesis, osteotomies or fractures of long or short bones of the upper and lower limbs. Osteosynthesis requiring a mono or bicortical compression. Event description: an i.b.s compression screw is reported to have broken during a bunion surgery (i.e. Correction of an hallux valgus). Despite the reported problem, the surgery ended successfully without any consequences for the patient.